Event description:
It was reported that insulin from the reservoir leaked past the o-rings and into the reservoir compartment. The mother also noticed air bubbles in the tubing and reservoir. The blood glucose reading was 206mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill and leak tests. Reservoir passed per specifications with no air bubbles or leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.